Manufacturer narrative:
(B)(4). The site has indicated that no sample is available for investigation. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the cautery blade has an extra sheath on it that is coming off. Later this was described as the edge coating that prevents sticking. There was no adverse effects or treatment required. They were unclear if it had fallen into the surgical site or not or was about to.